Manufacturer narrative:
Findings: the service loop disconnected from the tissue mold elbow due to a mfg process issue. (B)(4), released on (B)(4) 2009 validated a change to the bonding process which increased the process capability cpk from 1.0 to 1.78. This malfunction report is now being reported after written feedback from cdrh regarding this failure type.

Event description:
Rep reported the helical retractor service loop detached from the tissue mold causing the helical retractor to dangle. The dangle helical retractor is loosely connected parallel to device body, not protruding in a fixed perpendicular fashion and hence was safely removed. There was no adverse pt issues.